Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. During system testing, at system boot-up, the image acquisition system (ias) x-ray self-test doe not finish. It was found that the volts are not forwarded from the power switching board to the isolated stand alone board. The generator does not get the supply power. The board was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system did not complete initialization of the x-ray. There was no patient present when this issue was observed.

Manufacturer narrative:
The suspect power converter was returned the manufacturer for evaluation. Analysis found that the supplier's functional test failed; the 400 volt load box test failed and indicator was off. An electrical failure as confirmed. The suspect power tray was returned to the manufacturer for evaluation and analysis did not find any problems related to the part. No fault found.